Manufacturer narrative:
Update to d4: lot number. Update to h6: investigation findings. Update to h6: investigations conclusions.

Event description:
It was reported that the syringe was "sticking".

Manufacturer narrative:
It was reported that the syringe was "sticking". The customer did not report any injury or patient involvement. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.